Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. The cause of the bacterial peritonitis was not reported. The patient was treated with intraperitoneal cephalosporin (dose, frequency, and duration not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. At the time of this report (reported as approximately ¿twenty days later¿), the patient recovered and was discharged from the hospital. No additional information is available.